Event description:
Cook (B)(4) reported for the customer, "during the procedure, the cutting tip broke off." The rep advised he does not have details in the event yet but will obtain the info. (B)(4). The tip/broken off section was removed using a very thin ev3 lasso snare in an additional procedure. No adverse effects on the pt were reported to have occurred due to this event.

Manufacturer narrative:
(B)(4). One (1) lr-evn-9.0 device was returned along with its outer sheath. The inner sheath was returned in two pieces. The distal portion was returned entwined with a cardiac lead. Both the distal and proximal portion of the inner sheath were twisted and pinched off. There are no marks indicating that the sheath was damaged prior to usage. The device appears to have encountered resistance at the distal tip, thus preventing free rotation of the inner sheath of the evolution device. This resistance caused the application of force to the inner sheath, which then buckled and sheared off. No additional details were provided to determine the root cause of device failure. There is no evidence the device was not manufactured to specification.